Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. There was physical damage to the display frame assembly and adapter bracket. The inverter board is located on the rear of the front panel assembly. A burn smell was encountered. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered visual evidence of dried fluid was found within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The mushroom head check passed. The cycler tested positive for glucose. A device history record (DHR) review was performed and found a prior occurrence of blank screen. A failure analysis problem report indicated that the failure was due to a defective inverter board. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a liberty select cycler went blank during dwell one of one of the peritoneal dialysis (pd) treatment. The cycler was plugged into a working outlet. The nurse tried another outlet, however the screen remained blank. The ok and stop keys were on. The cycler was rebooted, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.